Event description:
It was reported via repair work order that the legs of the cot were not working due to being broken at the frame pivot point. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that there were sharp accessible edges as a result of the damage to the unit's legs.

Event description:
It was reported via repair work order that the legs of the cot were not working due to being broken at the frame pivot point. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.